Manufacturer narrative:
Reporting due to a FDA finding during an audit in 01/2014. No injury to the patient. Conclusion: the q28 component was the cause of the failure.

Event description:
The unit smelled like it was burning and felt hot.